Event description:
It was reported that the ilet user experienced recurrent low glucose readings and responded by treating at 85 mg/dl without confirmatory fingersticks, which led to subsequent hyperglycemia and a roller-coaster pattern; the agent educated that the ilet targets 70¿180 mg/dl, assigned activity treatment guidance, and later assisted the user with a factory reset and repair via the app. Symptoms included hypoglycemia and hyperglycemia ranging from 56 mg/ dl to 309 mg/dl accompanied by anxiety. Outcomes included serious injury requiring the use of oral glucose as an unexpected medical intervention. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating low blood glucose, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.